Event description:
It was reported that the patient advocate contacted technical services (ts) to report that the remote home monitoring equipment displayed a red blinking light indicating a potential product performance anomaly with this pacemaker. Ts assisted the patient advocate with troubleshooting to successfully connect the remote home monitoring equipment to the server. No adverse patient effects were reported. This device remains in service. It was noted that the patient resides in a nursing home and no additional information was provided. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.